Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery (lad). A 20x3.0mm veriflex stent delivery system (sds) was removed from the protective hoop. When the stent was examined it appeared expanded and the distal edge was damaged. The device was not used and the procedure was completed with a non-bsc device. There were no patient complications and the patient's condition is listed as good.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The 90% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery (lad). A 20x3.0mm veriflex stent delivery system (sds) was removed from the protective hoop. When the stent was examined it appeared expanded and the distal edge was damaged. The device was not used and the procedure was completed with a non-bsc device. There were no patient complications and the patient's condition is listed as good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer. Examination of the returned complaint device revealed the stent had moved on the balloon and was damaged. The stent was approximately 0.5 mm distal from the as-manufactured position between the markerbands. It was also noted that three struts on the distal row were slightly flared. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The balloon was tightly folded and crimp marks were visible between the markerbands. The outer diameter of the stent was measured and it met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).